Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: a2 (age removed); d4 changed catalog# to vh-4000 . Internal complaint number: (B)(4). Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory on 09/10/2019 and evaluated on 10/30/2019. Signs of clinical use were observed. A visual inspection was conducted. The heater wire was completely flexed away from the hot jaw and remained attached at the tip and the heater wire remained attached to the base of the jaws also. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.685 ohms which is within hemopro 2 final test specification. The device pass the temperature measurement test. The displayed temperature increase and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the complaint for the reported failure "failure to deliver energy" was not confirmed but analyzed failure ¿material twisted/bent; wire¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.